Event description:
Caller reported that the pump malfunctioned. Reportedly, there was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.